Manufacturer narrative:
Based on additional information received, the device reported on this MDR did not cause or contribute to the event. The product that contributed to the event was reported on manufacturing report number 2648920-2016-00825.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.